Event description:
(B)(4). Constant lower abdominal pain on the right side right where my tubes are. No period since having the procedure done. I've had ultrasounds, CT scans, blood work, and pelvic exam all of which have came back fine. I can't lose weight and always feel as if I'm bloated.